Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, a third party service agent observed a critical event code and would not charge, when attempted. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. Not charging has the potential to either delay, or prevent, defibrillation from being delivered. The device also delivered a low energy output that is out of tolerance. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported issue. After replacing the therapy pcba and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.